Manufacturer narrative:
Additional info: UDI#. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there was a lot of smoke coming out of the back of the monitor immediately after the anesthesia machine was unplugged from the wall. There was no flame reported and there was no reported power surge at that time. It was indicated that there was no patient involvement.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
In a previous supplemental report, the CAPA number and reason for the remedial action failed to be included. This report is being submitted in order to provide that information as a correction in field h10. During a regular internal review of complaints, it was identified that some medwatch reports associated with an fca were submitted without a correction/removal number in field h9 of 3500a form. Medtronic have initiated CAPA pr 576617 to address this gap. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit was on top of the anesthesia machine when the event happened. The monitor was plugged at the back of the anesthesia machine. There was a lot of smoke coming out of the back of the monitor immediately after the anesthesia machine was unplugged from the wall. There was no flame reported and there was no reported power surge at that time. It was indicated that there was no patient involvement. The bis monitor was on top of the anesthesia machine, and the fan was not blocked. See attached picture of the top of the anesthesia machine.the crna who was in the room said a lot of smoke was coming out of the back of the bis monitor immediately after the anesthesia machine was unplugged from the wall. There was no reported power surge at this time.

Manufacturer narrative:
Evaluation summary one product was received for analysis. The technical root cause of the reported issue was an internal short due to the failure of the insulation layer within the electrodes of the battery cell due to the age of the battery cell. The preventative maintenance specified in the user manual is unclear and ineffective in preventing batteries of advanced age from existing within the installed base. The systemic root cause was due to a failure to systematically review the design of the implementation of lithium battery design and maintenance after the acquisition of this monitor through the purchase of aspect medical by covidien. If information is provided in the future, a supplemental report will be issued.